Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the posterior corrective fixation surgery for idiopathic scoliosis was performed by using the verse system. The fixed are was th5-th12. After the verse screws were inserted, the rods were tightened. During the final tightening, the tip of the first reported screw driver was broken. The broken tip was remained completely within the unitized set screw. The second reported screw driver was replaced. When the surgeon tired the final tightening, the tip of the second screw driver was broken. Again, the broken tip was remained completely within the unitized set screw. Because of these issues, other different device was used to complete the final tightening. By surgeon¿s judgment, the broken pieces were remained in the patient, and the wound was closed. The surgery was completed with a delay (less than 30 minutes).

Manufacturer narrative:
Product complaint # (B)(4). Visual examination at the macroscopic level reveal that the fracture is located at the distal tip. The second half of each inserter¿s tip was not returned for analysis. An optical image of the fractured surfaces on the inserter reveal plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause of the fracture of the inserter tip intraoperatively could not be determined. However, fracture analysis of the driver suggests the fractured tip underwent a quasi-static overload torsional shear failure. No material defects of other abnormalities were observed in this analysis. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.